Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-1 and t-2 deployed simultaneously. A backup device was available to complete the procedure without patient impact.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent on two planes. No suture or ts were returned. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ further investigation is not warranted at this time. (B)(4).